Manufacturer narrative:
Updated to reflect the information received on (B)(4) 2019: updated to reflect the pump explant date: updated to reflect the explant facility name and address. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer representative (rep) on (B)(4) 2019. It was reported that the pump was replaced on (B)(6) 2019. The rep indicated that the pump would be returned for analysis. The issue was considered resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 600 mcg/ml baclofen at 165 mcg/day, 40 mg/ml morphine at 11 mg/day, and 5 mg/ml bupivacaine at 1.3 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient went to their physician on (B)(6) 2019 hearing her alarm and it was discovered the pump had a motor stall. The physician attempted to restart the pump, however the patient came back on (B)(6) 2019 because the pump was alarming again as the pump was still stalled. It was later determined the pump was never restarted. Another attempt to reprogram and start the pump did not work and the patient was awaiting replacement. It was unknown what external, environmental, or patient factors may have led or contributed to the issue. The event was not resolved as the physician was awaiting approval for replacement. The patient's status was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train and found the teeth on gear wheel three were worn. If information is provided in the future, a supplemental report will be issued.